Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. The explanted device is requested to return to the company for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loudness growth issues and decreased performance. Functional speech testing could not be performed due to the recipient's behavioral challenges. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.